Manufacturer narrative:
Continuation of d10: 6947m62 lead implanted: (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a atrial fibrillation (af) pulsed field ablation. After ablating the af, the physician performed right atrium radiofrequency (rf) burns and pulsed field ablation to ablate the atrial flutter. After the case, it was noted that the right atrial (ra) lead was not capturing at maximum output, was not sensing and a rise in thresholds. The patient was noted to be in sinus rhythm but no atrial electrograms (egm) were seen. The patient was not pacemaker dependent and was left at vvi (ventricular pacing and sensing and inhibit pacing output if the device senses a natural heartbeat) pacing mode overnight. The next morning the device was checked and all the numbers on the ra lead were back to normal with ra threshold of less than 1 volt.  The ra lead remains in use.  No patient complications have been reported as a result of this event.